Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated ca19-9 result on the architect analyzer. The following data was provided: initial 917, repeated 700. The customer expected results between 60-70 as previously tested. There was no impact to patient management reported. No further patient details were available, it is unknown if the patient has pancreatic cancer

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, assessment of historical reagent performance, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Historical performance of reagent lot 68026m800 was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 68026m800 is within the established control limits. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.